Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -09.50/+2.0/086 (sphere/cylinder/axis), in the patients right eye (od). The lens will be removed and replaced with a shorter lens. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Implant date: unk. Explant date: unk. Claim #: (B)(4).